Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a nurse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 50 mg/dl at the time of the incident. The customer was at x mg/dl at the time of the call. The customer used syringes and pump boluses to treat their highs which may have led to the low. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer would call back. The insulin pump will not be returned for analysis.